Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 01:48am on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 01:48am on (B)(6) 2019, which is not sufficient time to replace the reagent. The station properties were reset at 01:49am on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 10 was to be set to the default concentration of 100% at 01:49am on (B)(6) 2019. The properties of the reagent bottle in 10 prior to this user action were: ethanol concentration =91.1%, cycles=64, cassettes = 3736 and days =44. Although the user affirmed that the ethanol concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 01:49am on (B)(6) 2019, the actual ethanol concentration would have remained unchanged at 91.1% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol) was used for the final dehydration step in the "factory 8hr xylene standard" protocol comprising 100 cassettes, which started in retort a at 01:59am on (B)(6) 2019 and completed at 11:59am on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. Although not reported by the complainant, the quality of tissue processing in a total of 270 cassettes from four (4) other protocols executed between 19 and (B)(6) 2019 would also have been adversely impacted, because the reagent in bottle 10 (ethanol) was used for the final dehydration step in each of these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint regarding "mushy tissue" from an overnight processing run. On 22 and 23 july 2019, a leica applications specialist - core histology (fss) provided applications support in relation to this event. The fss was advised by the complainant that the affected tissue samples were in five (5) cassettes derived from two (2) processing runs executed in retort b using the 2 hour protocol, which completed at 03:19am on 20 july 2019; and the 8 hour protocol comprising 148 cassettes in retort a, which completed at 22:00pm on 21 july 2019; the measured alcohol concentration in reagent bottles could not be provided because the reagents on the instrument at the time of the event had been discarded; and there was evidence of water contamination in bottle 13 (xylene). The fss instructed the complainant to replace the reagent in bottles designated for xylene and the wax in all wax baths. On 31 july 2019, the leica applications specialist - core histology received the following information from the complainant: "we did the quality review yesterday and all were diagnosed, with difficulty."